Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 300cc mentor memorygel breast implants, suffered bilateral breasts capsular contractures (baker grade iii), post-procedure. The capsular contractures were diagnosed via ultrasound. As a result, the patient underwent bilateral removal and replacement with two unspecified implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
After multiple follow-ups, no clarifying information was made available for the date of implantation, therefore, an estimated date based on the device's lot will be provided. On april 18, 2021, analysis of the device's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 21, 2021, mentor received additional information indicating that the procedure that the patient underwent with the suspect medical devices was a primary breast augmentation. In addition, the correct date of event was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.